Event description:
It was reported that the entire implantable neurostimulation (ins) system was explanted due to infection. A new system was implanted on the same day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3093-28 lot #j0322062v implanted: (B)(6) 2003 explanted: (B)(6) 2011 extension model 3095-10 serial #(B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011.